Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that ¿basically I have to tap on my device to get it to work and get the heart rate up.¿ the patient also reported that the device does not increase heart rate during activity. The patient was advised not to tap the device and referred to the physician. The device remains in use. No patient complications have been reported as a result of this event.